Manufacturer narrative:
Additional information provided in device evaluated by MFR?, and additional MFR narrative. Product evaluation: the customer indicated the use of a qualified cartridge and a qualified handpiece. Two viscoelastics were indicated, only one is qualified for this lens/cartridge combination. The product investigation could not identify a root cause. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided that the near vision is now too close. Target refraction was -2.00, however; the final refraction ended up -3.25. The patient also complained of hazy vision.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The iol product history records were reviewed and documentation indicates the product met release criteria. Monarch product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was received on 07/28/2016. (B)(4).

Event description:
A lens coordinator reported a lens that was exchanged due to wrong power, diplopia, and decentered iol following an intraocular lens (iol) implant procedure.